Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation

Event description:
Doctor put the instrument on the tibial tray. When he was hitting the tibial punched through and the tower cracked in two.

Manufacturer narrative:
An event regarding alignment tab fracture involving a triathlon size 4-8 keel punch guide was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar), review of device with material analyst engineer indicated: "fracture consistent with overload." -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: review of the device history records indicates all devices accepted into final stock met specifications. -complaint history review: there have been 1 other event for this lot. Conclusions: the investigation concluded that "fracture consistent with overload." If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Doctor put the instrument on the tibial tray. When he was hitting the tibial punched through and the tower cracked in two.